Event description:
Occupational therapist (ot) was transferring patient from bed to wheelchair when golvo hoyer battery died due to not being plugged in when not in use. The battery was changed, and patient continued transfer. During second attempted transfer one of the clips that holds the sling to transfer the patient broke, causing the patients leg to drop. Therapy was demonstrating what happened to rn and during that time the same clip that broke earlier fell off again and is unable to be reapplied to lift. Patient reported no injury but now has anxiety related to the incident and is cautious about using the lift again. Manufacturer response for patient lift, hill rom (liko) (per site reporter) performed incident investigation with hill rom. Clip was replaced along with battery.